Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a duodenumpancreatectomy, the subject device was used. At the early stage from the beginning of the procedure, the tissue pad of the subject device came loose. The intended procedure was completed with another device. There was no patient injury reported. It was additionally reported that the tissue pad fell outside the patient.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was missing. The broken tissue pad was not returned to us. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past investigation results, a likely cause of the missing of the tissue pad might be the following. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. The peeled tissue pad was missing because the pad added pulling load. The above device handling has warned in the instruction manual.